Manufacturer narrative:
(B)(4): analysis of the handpiece (hp) found no anomaly. It was stated the hp was plugged into the 8930 prostiva generator in the lab and it was ready to start lesion. It was noted the eprom data indicated that the hp was not plugged into a generator in the field.

Event description:
It was reported there was an unknown issue with the handpiece. The procedure was not completed with a different handpiece. No injury was reported. No further information was reported.